Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause. Mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 380mg/dl. The customer's expected fasting blood glucose test result range is 80 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was declined. The test strip lot manufacturer's expiration date is 06/20/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): the 216mg/dl (B)(6) 2017 11:58 am fasting: yes, the 199mg/dl (B)(6) 2017 06:34 pm fasting: yes, the 136mg/dl (B)(6) 2017 04:37 pm fasting: yes, the 363mg/dl (B)(6) 2017 01:44 pm fasting: yes, the 380mg/dl (B)(6) 2017 01:43 pm fasting: yes. Customer is concerned with high results. Result of concern is 380mg/dl.